Event description:
It was reported that during the implant procedure the lead helix would not deploy after repositioning. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The distal conductor of the lead was extrinsically distorted with a stylet/guidewire. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. (B)(4).